Manufacturer narrative:
The connector portion of a lead was returned without identified device or use problem for analysis. A malfunction based on analysis was found. Final analysis found full breach insulation degradation at 4.5cm from the connector pin. Electrical testing was normal and no other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.